Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an angioplasty treatment procedure, guide wire entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous distal right coronary artery. During the procedure, a 2.0x20mm apex monorail balloon was advanced to the target lesion and inflated once at 8atm and a second time at 10atm. It was decided to exchange the balloon for another. While withdrawing the device, another manufacturers guide wire became stuck inside the guide wire lumen of the balloon catheter. The balloon was able to be completely deflated and the guide wire and balloon were removed together. It was noted that the guide wire was able to be separated from the balloon once outside the body. The procedure was completed with another of the same device. There were no patient complications and the patient condition post procedure was reported to be good.

Event description:
It was reported that during an angioplasty treatment procedure, guide wire entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous distal right coronary artery. During the procedure, a 2.0x20mm apex monorail balloon was advanced to the target lesion and inflated once at 8atm and a second time at 10atm. It was decided to exchange the balloon for another. While withdrawing the device, another manufacturers guide wire became stuck inside the guide wire lumen of the balloon catheter. The balloon was able to be completely deflated and the guide wire and balloon were removed together. It was noted that the guide wire was able to be separated from the balloon once outside the body. The procedure was completed with another of the same device. There were no patient complications and the patient condition post procedure was reported to be good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no kinks or damage along the entire length of the shaft. A 0.015inch size mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).